Event description:
While technician cut cast off patient, the cast removal created dust. The patient inhaled the dust and developed skin rash.

Manufacturer narrative:
Patient was provided with a topical steroid. We provided a copy of the msds to the practitioner.